Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified alarms occurred with multiple cartridges during the load process. There was no reported impact to the customer's blood glucose level. Reportedly, the contact declined troubleshooting with tandem's technical support and the customer reverted to manual injections.